Manufacturer narrative:
The proximal portion of the lead as inadvertently discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additionally, threshold measurements were also high. An invasive procedure was performed. During laser removal the lead broke and the distal portion of the lead remains in the patient. No additional adverse patient effects were reported.